Event description:
According to the literature, a retrospective study from 2015 to 2020 analyzed outcomes of 1162 infants weighing 2-5 kg who underwent endotracheal intubation during intraoperative anesthetic care. Seventy six infants were intubated with the uncuffed device ranging in size from 2.5mm to 3.5mm. Reported complications in the uncuffed ett group included reintubation, ett exchange to new size, post-extubation stridor, and laryngeal edema. Laryngeal edema was treated with corticosteroids and post-extubation stridor was treated with racemic epinephrine.

Manufacturer narrative:
Title: use of cuffed endotracheal tubes in infants less than 5 kilograms: a retrospective cohort study source: journal homepage: www.elsevier.com/locate/jpedsurg.org journal of pediatric surgery 57 (2022) 375¿381 https://doi.org/10.1016/j.jpedsurg.2021.02.064. If information is provided in the future, a supplemental report will be issued.